Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the model and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue system was used during a spaceoar vue placement procedure, performed on (B)(6) 2022. The spaceoar vue placement procedure was completed successfully. After spaceoar vue placement a magnetic computed tomography (CT) scan was performed. The imagery showed a rectal wall infiltration from the 11am to 3pm position. There were no patient complications reported as a result of this event. The condition of the patient remains to be asymptomatic.